Event description:
It was reported that an unspecified elastomeric device leaked. This was discovered during set up/preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3: the event occurred on an unspecified date of (B)(6) 2023, further described as "some 2 weeks ago" from when the event was reported to baxter. E1: initial reporter phone no.: (B)(6) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.